Event description:
The customer reported that the dilator is too soft to easily transform during use on a patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one opened kit containing various components including a dilator for evaluation. The overall dilator appeared bent and deformed. Visual examination of the dilator tip revealed it was split and frayed. The dilator also contained creasing with white coloration adjacent to the tip. The appearance of the overall dilator as well as the dilator tip is consistent with undue force being applied to the tip. The total length of the returned dilator measured to be 102 mm which is within specifications of 95.2-108 mm per product drawing. The outer diameter of the dilator body measured to be 2.818 mm which is within specifications of 2.81-2.87 mm per product drawing. The inner diameter of the distal tip of the dilator could not be measured due to the damage. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user to perform a skin wheal prior to dilating the skin. The customer report of a damaged dilator was confirmed by complaint investigation of the returned sample. The dilator body and tip were damaged. The damage observed is consistent with undue force being applied to the tip during an attempted insertion. The device passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the sample received, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4). Preliminary evaluation of the returned device indicates the dilator tip damaged during use.

Event description:
The customer reported that the dilator is too soft to easily transform during use on a patient.